Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli-10, pli-20 <(>&<)> pli-30: it was reported that, at the start of the robotic laparoscopic ventral hernia repair procedure, especially after docking, when the assistant attempted to insert the bipolar fenestrated grasper (bfg) into the patient, the instrument was not recognized on arm2. Troubleshooting was performed by exchanging the sterile interface modules (sims), undocking the arm, unbreaking and rebreaking, and rebooting one time; since the reboot did not help, the monopolar curved shears (mcs) was attached to arm2 and it worked. The original bfg was then replaced with the new bfg, and the procedure went well. There was no patient injury.

Event description:
It was reported that after docking at the start of the robotic laparoscopic ventral hernia repair procedure, when attempting to insert the bipolar fenestrated grasper into the patient it was not recognized on arm cart assembly 2. Troubleshooting was performed by exchanging the sterile interface module, undocking the arm cart, unbraking and rebraking, and rebooting one time. Since the reboot did not help, a monopolar curved shears was attached to arm cart assembly 2 and worked. The bipolar fenestrated grasper was then replaced with the new one, and the procedure went well. There was no patient injury.

Manufacturer narrative:
H2) additional information: b5, d4 (serial #, UDI #), h4 h3) evaluation summary: medtronic led an evaluation of the associated device logs for the reported sterile interface module. The sterile interface module sample was not made available for this incident as it is still in use with the customer. Evaluation of the logs indicated that the sterile interface module (sim) was connected with a bipolar fenestrated grasper, however, the sim did not experience any issues during that time. Evaluation of the sterile interface module noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.